Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (200 mg per day) for peritonitis. Dianeal therapy remained ongoing. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: ten days after the onset of peritonitis, dianeal therapies were withdrawn and the patient was switched to hemodialysis therapy as the patient was not responding to treatment. Vancomycin therapy was also withdrawn ten days after the peritonitis onset. After nineteen days of hospitalization, the patient was discharged, but was not recovered from the peritonitis event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.